Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04919 ).

Event description:
It was reported that patient underwent an initial right total hip surgery on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The head, cup, liner, and stem were revised.